Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 02 december 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation.upon receipt, a visual inspection was performed, and no anomalies were observed. In-house testing of the returned sensor showed no malfunction. A further review of the in-vivo raw sensor data showed optical instability around the time frame of the reported inaccuracies. This could not be reproduced during in-house testing, and this may occur in some instances where a failure mode present in the body is not replicated in the lab.the root cause for the observed optical instability could not be determined, but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. The user was provided with a replacement sensor as part of the resolution.